Manufacturer narrative:
(B)(4). The carefusion failure analysis lab examined elan control printed computer board assembly (pcba). During the visual inspection there were broken components found off the pcba. The root cause of the reported issue was not duplicated. This reported issue will be tracked and internally investigate the situation.

Event description:
The customer reported while using the avea ventilator, the touch screen intermittently stays dark on start-up. The customer reported no patient involvement associated with this event.